Manufacturer narrative:
The customer reported that their blue bedside monitor (bsm) spo2 is illuminating, but not picking up any sat. The yellow spo2 registers without issues. No harm or injury was reported. Fresh post-op in this bed spaces is making equipment change-out not ideal. Additional model information: the following core unit (g9) was used in conjunction with the bsm, but did not experience failure: bsm - model: cu-192ra, s/n: (B)(4), approximate age of the device: 6 months, device manufacturer date: 06/24/2020, unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that their blue bedside monitor (bsm) spo2 is illuminating, but not picking up any sat.